Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-00639 & 02725 / 02727).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1973. Patient underwent revision procedures on (B)(6) 1983 and (B)(6) 2003 due to unknown reasons. It was further reported patient underwent a femoral revision procedure on (B)(6) 2003. Subsequently, a revision procedure was performed on right hip (B)(6) 2009 due to acetabular cup loosening and pain.